Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, it was suspected that torsional overstress during attempts to extend/retract the helix caused the cathode coil to break.

Event description:
Boston scientific received information from this local representative that this lead was not implanted due to placement difficulties. According to the product experience report (per), this lead will not be returned to boston scientific. Boston scientific received information from the local representative that the physician had repositioned the lead several times due to high pacing thresholds and upon the last extension; the physician was unable to retract the helix. The local representative commented that helix deployment and retraction were normal during pre-insertion testing and the four prior repositioning. The lead will be returned to boston scientific for laboratory testing. The lead was received at boston scientific's return products department.